Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 482 (mg/dl) and diabetic ketoacidosis. It was also reported that prior to being hospitalized, the customer disconnected their tubing from their infusion site and did not observe any insulin exiting the tubing. The supplies were changed and a bolus was delivered prior to customer going to the hospital. While hospitalized, the customer was treated with intravenous insulin and released the next day. Due to customer discarding supplies, a system check was unable to be performed by tandem technical support.